Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Pump settings: res vol 47.1 ml, rate 2 ml/hr, given 44.95. Air in line was noted. The patient was not affected.